Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate gauge reading after filling the cartridge with 300 units of cold insulin. The insulin gauge appeared to be accurate after 2 days of use. The customer's blood glucose level was not impacted.